Manufacturer narrative:
Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the programmed volume to be infused (vtbi) was higher than intended, which led to an issue of introducing "a foot of air in the line" (tubing), above the air-in-line sensor. The clinician stated that this issue makes it "difficult to get the air out and infuse the remaining amount" of fluid in the primary tubing. This was reported to bd associates during their site visit. There was patient involvement but unknown outcome.